Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for approximately 19 years and one (1) month, underwent a valve-in-valve procedure after an implant due to aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve with no procedural complications. A previous attempt to implant a tavr device was made two (2) months prior due to an observed high gradient of 46mmhg. During the initial attempt, once they got across the valve during the case and took the gradient, just before inserting the delivery system, they could only get a mean gradient of 17mmhg so the physician decided not to implant a valve as there was no indication of intervention. The valve was already crimped at that point so it had to be discarded. It was reported that the tavr has been performed for this patient with a 23mm edwards transcatheter heart valve. The valve was deployed and it was well-seated. The mean gradient post deployment was 8mmhg by catheterization, and it was 11mmhg by transesophageal echo. The surgeon was satisfied with the results. There were no complications noted. The patient was deemed appropriate to be discharged home on pod #1 in improved condition.

Manufacturer narrative:
Additional information was received by the customer and the following section was updated. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for approximately 19 years and one (1) month, underwent a valve-in-valve procedure after an implant due to aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve with no procedural complications. A previous attempt to implant a tavr device was made two (2) months prior due to an observed high gradient of 46mmhg. During the initial attempt, once they got across the valve during the case and took the gradient, just before inserting the delivery system, they could only get a mean gradient of 17mmhg so the physician decided not to implant a valve as there was no indication of intervention. The valve was already crimped at that point so it had to be discarded.

Manufacturer narrative:
(B)(4). High gradient can be a result of possible valve related and/or non-valve related issues. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. Pre-procedure echo showed a mean gradient of 46 mmhg. During the procedure, the mean gradient was 17 mmhg and the surgeon decided not to proceed with the valve implantation as there was no indication for intervention. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for 18 years and 11 months, was expected to undergo a tavr due to the patient's echo showing a mean gradient of 46 mmhg pre-procedure. During the procedure, the surgeon got across the valve and evaluated the patient's gradient and could only get a mean gradient of 17 mmhg. As such, the surgeon decided not to proceed with the tavr. It was noted that a valve-in-valve would likely be necessary in the future; however, nothing has been scheduled at this time.